Manufacturer narrative:
As reported, the delivery outer sheath of a 55cm optease vena cava filter and introduction kit for femoral access was found to be bent and could not be advanced after the package was opened during a filter implantation procedure. The malfunction occurred before product use. There was no reported patient injury. The operator was trained, and the patient had no infectious diseases. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. Optease vc filter ous, 55cm femoral only was received as a non-sterile unit inside a transparent plastic bag and unpacked for evaluation; the shipment included the filter, obturator, winged storage tube, and bts csi. The filter was observed inside the bts csi perforating the cannula, with the barbs approximately 8 cm from the distal end where a kinked condition was present; the brite tip was frayed, and an accordioned condition was observed approximately 2 cm from the distal tip, with no other outstanding details noted. Dimensional analysis was performed to verify the correct outer and inner diameters of the bts cannula, with measurements taken between the kinked/perforated region and the accordioned area, and results were within specification. Functional evaluation was conducted to determine whether any malfunction could be identified. The bts csi was flushed with water prior to evaluation, and no obstruction to water flow was observed. The obturator was inserted through the distal tip to remove the filter by the cap and to load it into the winged storage tube. The winged storage tube containing the filter was inserted into the cap of the bts csi, and the obturator was inserted through the proximal end of the winged storage tube; the filter was advanced through the bts csi by pushing with the obturator until it exited through the distal end. Despite the perforation and kink in the cannula, no resistance, impedance, or obstruction was noted during advancement, and the filter expanded as expected despite blood saturation. The returned filter was inspected using a vision system to obtain magnified images, which showed that neither the filter barbs nor the remainder of the part exhibited damage or anomalies, and the filter was fully expanded. The brite tip was also inspected under magnification, revealing evidence of scratch marks, elongations, and fatigue lines; these types of damage are commonly associated with interaction between the material and an unknown sharp object causing mechanical damage, and it is assumed that the brite tip damage was induced by a force exceeding the material yield strength prior to fraying. It is considered very likely that the same factors that caused the observed damage could have led to frayed conditions on the device as received. Overall, the filter was inside the bts csi perforating the cannula at the kink location, the brite tip was frayed, and the bts csi cannula exhibited an accordioned condition; dimensional results were within specification, no resistance or obstruction was observed during functional evaluation, the filter expanded as expected, and visual inspection identified no damage to the filter barbs or other areas of the filter, while magnified inspection of the brite tip showed scratch marks, elongations, and fatigue lines consistent with mechanical interaction with an unknown sharp object. The exact cause of the observed conditions could not be conclusively determined during the evaluation, and the product analysis did not provide evidence to suggest the reported event was related to the device design or manufacturing process; therefore, no preventative or corrective actions will be taken at this time. The reported ¿cannula ¿ kinked/bent¿ was observed during the product evaluation. The malfunction ¿filter ¿ impeded ¿ perforated sheath¿ was also observed and appears to be the reason the filter could not advance through the sheath. The sheath was found bent prior to insertion into the patient, and the perforation occurred at the kink; therefore, continued use of the device after the bent condition was identified cannot be excluded as a contributing factor. Additionally, the malfunction ¿brite tip ¿ frayed/split/torn¿ was identified during product evaluation. The exact cause of the distal tip damage could not be determined. No damage to the distal tip was reported at the time of the event; however, product evaluation findings indicated mechanical damage consistent with interaction between the material and an unknown sharp object, and therefore procedural and/or handling factors cannot be excluded. Discontinuation of use of a visibly damaged device upon identification, including damage observed upon removal from packaging or prior to use, is an expected practice for trained interventional healthcare professionals. The device is intended for use by such professionals employing standard catheterization techniques, as described in the instructions for use. Recognition of device damage and appropriate discontinuation of use fall within expected user competency, and the associated procedural risks are considered inherent and well understood; therefore, additional labeling specific to the frayed/split/torn distal tip condition or continued use of a bent device is not warranted. Based on the available information, there is no indication that the event is related to the device design or manufacturing process; therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, the delivery outer sheath of a 55 cm optease vena cava filter and introduction kit for femoral access was found to be bent and could not be advanced after the package was opened during a filter implantation procedure. The malfunction occurred before product use. There was no reported patient injury. The operator was trained, and the patient had no infectious diseases. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation. Addendum: pe findings present the csi f/s/t and the filter impeding the sheath with a perforation.